Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to issue medication because the issue tab was missing. A technical support specialist (tss) identified that the zones preselect option had not been selected, which was causing the issue. After enabling the option and testing the drawers, the system functioned correctly. Subsequently, the nurse was able to log in without difficulty and successfully issue medications, confirming that the problem was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user stated that when they tried to issue the medication, the 'issue' tab was missing, and they were unable to issue the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.